Event description:
On (B)(6) 2010, pt and her husband reported experiencing elevated blood glucose while using her primary infusion device and suspects that her device was the cause. Pt stated she woke up with elevated blood glucose readings on (B)(6) 2010 without knowing the cause. Pt reported her blood glucose went as high as 430 mg/dl. Pt stated she attempted to correct her blood glucose by delivering a correction bolus, but her blood glucose remained elevated. Pt reported she changed the insulin cartridge, infusion site and infusion tubing but her blood glucose would still not return to normal. Pt stated her current infusion site has been in for 3 days when the issue began. Pt reported she delivered an injection which brought her blood glucose down to 140 mg/dl. Pt stated she had surgery later in the day during which she was not connected to the infusion device. Pt reported she reconnected the infusion device after surgery and continued to have problems with her blood glucose. Pt stated she delivered a correction bolus and her blood glucose remained elevated 2 hours after the bolus. Pt reported she then switched to her backup infusion device using the same cartridge, tubing and infusion set that had been in use with the primary infusion device. Pt stated her blood glucose returned to normal with the backup infusion device. Reviewed infusion device's bolus history; delivered all programmed boluses. Pt reported no occlusion or other errors displayed on the infusion device. Pt stated her basal rates were correct for all hours. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.